Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through june 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The cannula and the harvesting device was returned for evaluation. There were no visual defects observed on the harvesting device. The cannula was observed to have the c-ring intact, however the plastic tube was observed to be cut and melted from the base of the c-ring. No other visual defects were observed. Based on the returned condition of the device and no specific failure reported, the complaint is not confirmed for the reported failure "peeled" but confirmed for the analyzed failure "break; c-ring ".

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h-10 device investigation corrected testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/23/2021. An investigation was conducted on 06/30/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The gray silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. The cannula and the harvesting device was returned for evaluation. There were no visual defects observed on the harvesting device. The cannula was observed to have the c-ring intact, however the plastic tube was observed to be cut and melted from the base of the c-ring. No other visual defects were observed. Based on the returned condition of the device and no specific failure reported, the complaint is not confirmed for the reported failure "peeled" but confirmed for the analyzed failure "break; c-ring ".

Event description:
N/a

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 broke. The silicone peeled away from the jaws. The device was intact without any foreign body believed to be in the leg. No harm to patient, they immediately replaced this device with a new one.

Manufacturer narrative:
Traackwise # (B)(4).

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 broke, the device was intact without any foreign body believed to be in the leg. No harm to patient, they immediately replaced this device with a new one.